Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a recurrent laparoscopic ventral hernia repair procedure, during dissection of previously place mesh the harmonic blade cracked and severed. The broken piece was retrieved. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will not be returned.